Manufacturer narrative:
On 10/21/2022, the customer called customer service and they conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was using dry parts when pumping and verifying no milk backup occurred. The troubleshooting did not resolve the issue. The customer also stated that she had mastitis and was taking antibiotics. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/25/2022, the customer stated that she developed mastitis the evening of (B)(6) 2022. Additionally, she stated that in the morning she tried pumping after the shower, massaging, nursing, hang nursing, hang pumping, pumping in the shower, my husband also tried to assist and started fevering, cramping, chilling, and passing out. She indicated that she went to her family care physician, and they called in a script for erythromycin, it was not strong enough and ended up in the ER later that night because she was not getting any better, only worse and fever was spiking again. The customer also stated that after the mastitis she changed out and replaced all parts, but the suction still didn¿t seem to be there. She also stated that she was fitted by my lactation consultant shortly after birth and was using the proper flange sizes and have been my whole pumping journey. Additionally, she stated that the mastitis is resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 11/07/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc via chat bot that her pump in style max flow has low suction and she developed mastitis.